Event description:
New information received noted that the left ventricular lead capture issue was specified as complete loss of capture. It was noted this issue was observed for years but were not addressed until upgrade was necessary. The patient was well before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12434. It was reported that the left ventricular lead exhibited an unspecified capture issue and the right ventricular lead exhibited an unknown issue. Both leads were capped and replaced on (B)(6) 2019. The patient's condition was unknown.